Manufacturer narrative:
H2) a3) select patient information was unavailable with the site. H3, h6) the system was serviced in the field. In summary, the generator control board battery was replaced. The power supply was tested at 4.8 volts (v) and the power supply was replaced. It was also found that the universal serial bus (usb) ports were not working. Further inspection found that all usb ports connected to the "pci" had a usb expansion card that was not functioning. After power cycle, the mobile viewing station (mvs) personal computer (pc) failed to boot and gave 8 beeps. This indicated a motherboard error. The pc was removed from the mvs and it was opened to remove the "pci" usb expansion card. The pc booted as normal on the bench. The pc was replaced and the system was rebooted. The system was then cleared for use. Codes b01, c02, c07, and d02 are applicable. H2) additional information. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000852, serial lot: unknown. H2) correction made to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during an unknown procedure. It was reported that there was an error 32 present in the logs, "generator interface status event: generator interface error. Generator not ok ". They were intermittently unable to take 2d or 3d spins. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID - bi710009007, lot number: unknown and product ID - bi71000450, lot number: unknown g2: foreign country - australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that there was an error 32 present in the logs, "generator interface status event: generator interface error. Generator not ok ". They were intermittently unable to take 2d or 3d spins.